Event description:
It was reported that the customer had a received a no delivery alarm and a motor error alarm. Customer uses the sensor feature on the pump. Customer was explained that a false motor alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will still use the pump until she receives the replacement. Caller was advised that if the customer chooses to use the pump, it would be their responsibility if something were to happen.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.